Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the hematocrit (hct) and hemoglobin (hgb) values are "high or completely wrong". The device was not changed out, as they used blood samples in a radiometer device (repeatedly). The product was changed after a few days once a spare was received from the MFR. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Investigation in process, but not yet completed.